Event description:
It was reported that during a low anterior resection procedure, the instrument was fired but stapler couldn't provide b-shaped stapler formation. The staple leg wasn't bent for "b" shape formation. Case was completed with hand suturing with no consequence to pt.